Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with an injection of vancomycin (1 gram in the first bag, then every fifth day, duration not reported) and an injection of magnova (1 gram then 500 mg in each bag for 14 days). Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.